Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, not provided. In review of the manufacturer and expiration date of the patient interface, the user facility used expired product that should not be used and is in the dfu-directions for use labeling the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctors technique in applying the suction ring to the cornea, doctors technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patients cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Suction loss after laser firing was reported. A brief description from the surgery center indicated that during the laser vision correction surgery of the right eye (od) on (B)(6) 2020, suction was lost during the laser firing portion of the procedure. The procedure was completed using new suction ring assembly. There was no patient injury or surgical intervention required.

Manufacturer narrative:
The patient interface (pi) was received loose within the package and was unable to be associated with it's corresponding lot number. Product evaluation could not be performed. A search for related complaints from lot number 60129422 from the last 12 months was conducted. Eight (8) related complaints were found. Per DHR summary page, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of reported lot 60129422. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.